Event description:
Related to MFR report # 2183959-2012-01825. It was reported that on or about (B)(6) 2011 the plaintiff was implanted with an elevate prolapse repair device, with the "intention of treating the plaintiff for stress urinary incontinence and/or pelvic organ prolapse." It was alleged by the plaintiff's attorney that, "after and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence," disability and other injuries. It was also alleged that "as a result, plaintiff has experienced significant and mental and physical pain and suffering, has required add'l surgery and/or medical treatment, and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.